Event description:
During an in clinic follow up, oversensing due to noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Clavicular crush was suspected. No further intervention has been performed. The patient was stable and will continue to be monitored.